Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced muscle stimulation. The physician believed that the lead position could cause it. The right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.